Event description:
During a cardiac catheterization procedure the user of the series IV system, while in the monitoring environment, inadvertently increased the sweep speed on the monitor making it appear to the user that the heart rate had decreased. The complaint was called in 2003. The details are as stated on the complaint; essentially, the sweep speed of the ECG increased, making the end user believe, erroneously, that the pt's heart rate had slowed.